Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this lead exhibited low impedance within normal limits and high threshold measurements. Patient was going to be monitored. No adverse patient effects were reported.